Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Seven devices were received for evaluation; 6 events were confirmed during testing; 5 devices were found to be affected by a worn rotor assembly; 1 device was found to be affected by a damaged rotor assembly. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 61 malfunction events, in which the device overheated. Thirty-three reported events had no patient involvement; no patient impact. Eighteen reported events had patient involvement with no patient impact. Ten reported events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Fifty-three devices were received for evaluation; 53 events were confirmed during testing. Forty devices were found to be affected by corrosion. Five devices were found to have damaged internal components. Three devices were found to have worn and corroded internal components. Five devices were found to have worn internal components. One device was not available to stryker for evaluation. Seven devices are available for evaluation but have not yet been evaluated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 61 malfunction events, in which the device overheated. Thirty-three reported events had no patient involvement; no patient impact. Eighteen reported events had patient involvement with no patient impact. Ten reported events had no known patient involvement or patient impact.